Event description:
It was reported that during a bile duct stenting procedure, a stent dislodgment occurred. The approx 4cm lesion was located in the mid-common bile duct. The percent of the stenosis of the lesion is unk. The express biliary 8.0 mm x 40mm x 75cm stent delivery system was advanced to the lesion without difficulty, however, only approx 20mm of the stent was able to cross the lesion. Upon attempting to remove the stent delivery system, the stent stuck in the lesion while the delivery system was withdrawn. The physician re-inserted the delivery system through the lumen of the stent and inflated the system to implant the stent. An express biliary 10mm x 40mm x 75cm stent was implanted overlapping the first stent to complete the procedure. The pt's status is reported as "good".

Manufacturer narrative:
The complainant indicated that the stent remains implanted and the delivery device will not be returned for evaluation, therefore, failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.